Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient was hospitalized. A culture test was performed, however the results were unknown. The cause of peritonitis was unknown. Details surrounding the patient¿s hospitalization are unknown. The patient was discharged two days later and continued pd therapy on the cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, the patient¿s peritonitis event may have been related to a breach in aseptic technique. The patient¿s pd effluent grew staphylococcus epidermis which is an organism commonly found on human skin and a well-known source of peritonitis caused by touch contamination during the pd procedure. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87216 and lot number 19cr08147. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The pdrn stated that a peritoneal dialysis (pd) effluent culture was performed and confirmed growth of staphylococcus epidermis. The patient was prescribed antibiotics, vancomycin and fortaz, however the route, dose, and duration were unknown as the patient was treated in the hospital. The cause of the peritonitis was unknown. The patient denied any breach in aseptic technique.